Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) due to repeated recoverable error 23069. The system passed all required tests. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm1 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause to error 23069 points to primary encoder error, usm1, axis 3.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure (no ports placed) that error 23069 occurred. The error could not be recovered and continued to appear. Errors were found in the system logs against universal surgical manipulator (usm1) dating back to (B)(6) 2026. According to the logs, the customer recovered the error numerous times on (B)(6) 2026 and (B)(6) 2026. The technical support engineer (tse) asked the customer to hard reboot the patient side cart (psc), but the issue remained. The customer decided to wait for an intuitive field service engineer (fse) to arrive to fix the system and then proceed with the case.